Manufacturer narrative:
Vyaire medical file identification:pc- (B)(4). A third party service technician evaluated the device. The lower panel interface and pigtail were replaced. 3yr/15k preventive maintenance was performed.

Event description:
The customer reported to vyaire medical that the revel ventilator won't let you enter settings. The reporter confirmed that there is no patient involvement associated on this event.